Event description:
It was reported that during a right colon resection procedure the device functioned as intended, and the staple line was intact. Approximately one week postoperatively the pt developed an anastomotic leak and died. It is unk if the pt had additional procedures postoperatively.